Event description:
During a follow-up in-clinic, high pacing impedance, noise resulting in oversensing, and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.